Event description:
It was reported that perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Right femoral vein access was achieved. A baseline trace pericardial effusion was noted via transesophageal echocardiography (tee) and no thrombus was visualized in the laa. Baseline measurements were performed, and heparin was administered. A watchman fxd curve access system (was) was utilized with a versacross connect with trans-septal puncture (tsp). The was and versacross connect were advanced over the versacross pigtail wire in the superior vena cava. A safe, inferior and mid-tsp was achieved. The versacross pigtail wire was advanced into the mid left atrium. The dilator and sheath were advanced past the septum to the mid left atrium. The dilator was removed from the sheath and the versacross pigtail wire incidentally was pulled back with the dilator and was left in the was sheath. The physician advanced the versacross pigtail wire and felt resistance. The patient's blood pressure decreased to 50/38 mmhg. A pericardial effusion was identified behind the right ventricle, left ventricle and laa and a perforation was confirmed in the left atrium via tee. Protamine was administered and a pericardiocentesis was performed. Approximately 750cc of blood was removed and auto transfused. The patient stabilized and was transferred to the critical care unit (ccu). The laa closure procedure was aborted. It was suspected that the versacross pigtail wire perforated the left atrium.